Event description:
The patient contacted lifescan in august 2005 alleging that their one touch ultrasmart meter was prompting the error 2 message. The medical affairs specialist mailed a leter in august 2005 since the patient could not be reached. The patient described feeling weak at the time of testing and during the call; however, they was unable to verify if their blood glucose level was low due to the error 2 prompt. The patient mentioned several times during the call that pt was not feeling well. The patient reported that patient would have their family member bring their meter if their symptoms became worse. Although patient was not feeling well, the patient mentioned that patient was planing on driving to work. The customer service agent discovered the patient had been incorrectly applying the samples. The csa walked the patient through a retest and their meter prompted the error 2 message. The csa walked the patient through yet another retest, using a test strip from a new vial, and the meter prompted the error 2 message. The csa to contact the patient to obtain information and discovered that the patient was feeling a little better. The patient did not allege harm. Due to insufficient information it is unknown if the patient suffered injury or medical intervention. It is unknown when the patient last tested their blood glucose level at the time of concern, whether patient developed symptoms in relation to attempting to the test, if patient sought medical attention, and their medication regimen. This complaint is being reported as a malfunction, since the error 2 prompt could not be resolved with troubleshooting.